Event description:
Over a 1 1/2 month time period in 2001 there were 8 events associated with groshong midline and PICC catheters. Each case was related to the line developing a leak. Time ranges were from 8 hrs s/p insertion to 15 days s/p insertion.